Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The distributor reported that the unit had a pneumatic module failure affecting ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service provider performed a checkout of the system and confirmed the stated issue. A quote was issued for replacement of the pneumatic module but to date, the customer has not approved the quote.